Manufacturer narrative:
Date of the event: (B)(6) 2020 is an estimate. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient would charge the implantable neurostimulator (ins) and have all coupling boxes shaded. It was stated that it would take a really long time to charge the ins (will start charging when ins is reading a quarter full) and it will deplete rapidly overnight so when the health care provider (hcp) would check the ins the next day with the patient programmer (pp) and they see "low" flashing on pp and the implant is back down to a quarter of a charge. It was indicated that the patient would sometimes move around during charging sessions and was unsure if pt would charge to 100% each time. It was recommended for the patient to monitor charging for a time and if issue persists then contact the hcp in order to have the ins checked. They have spoken with the doctor and he was unsure if it was the external equipment or the ins. It was recommended for the patient to speak with the hcp again if the issue persists and if needed call technical services. No patient symptoms reported.